Event description:
Discordant sodium (na), potassium (k) and chloride (cl) results were obtained on a dimension exl with lm instrument on one patient. The initial results were not reported to the physician. The same sample was repeated on the same instrument and those results were reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant na, k and cl results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data and replaced the sample probe, sample tubing, x tubing, integrated multisensor technology port and performed probe alignments. The cse determined that the customer was using a fixed angle centrifuge and only spinning the sample for 4 minutes, versus the tube vendor recommended spinning time for 15 minutes. The cse instructed the customer to follow the tube manufacturer recommendations for proper centrifugation time. The cse determined that the cause of the discordant sodium, potassium and chloride results was unknown. The instrument is performing within specifications. Further evaluation of the device is not required.